Event description:
It was reported that the power button on the top of the customer's pump was sticking. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.